Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, noise was observed on both right atrial and right ventricular leads. During a high ventricular rate episode, pacing inhibition was noted. No further information could be obtained.